Event description:
The patient is a (B)(6) woman with stage IV metastatic lung cancer (bronchogenic carcinoma). She has a large right sided tumor that involves the right mainstem bronchus, bronchus intermedius and right hilum. The endobronchial portion of the tumor is described as fungating. Metastases were present in the brain. On (B)(6) 2015, the patient underwent her second spray cryotherapy procedure, which was carried out using flexible bronchoscopy through an endotracheal tube. The cryotherapy was directed at the right mainstem and bronchus intermedius using various duration pre-sprays and the typical targeted 5 second timed sprays. Venting was accomplished by disconnecting the ventilator tube and deflating the cuff. Anesthesia noted bradycardia and hypotension during the procedure. A chest x-ray was taken but before it was able to be read, bilateral chest tubes were placed. The chest x-ray revealed a pneumothorax bilaterally and pneumomediastinum. That finding prompted a tee which indicated the presence of intracardiac gas. At some time during this process, the patient went into ventricular fibrillation (cardiac arrest) and was resuscitated, placed on a ventilator, and transferred to the ICU. On tuesday (B)(6) 2015 the patient was transferred out of the ICU and onto a ward. Patient is still hospitalized with neurological deficits and off the ventilator.

Manufacturer narrative:
No evidence of malfunction.